Event description:
The event reporting was duplicated so this device was previously assessed.

Manufacturer narrative:
Correction to all fields. The event reporting was duplicated so this device was previously assessed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2019-00267 thru 3004788213-2019-00269.

Event description:
It was reported that the hexalobes were found to have fractured off three screwdrivers during an inspection by zimmer biomet personnel when the devices were returned from the field. There is no information available associated with any patient or surgical impacts. This is report two of three for this event.